Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by insulin flow blocked alarm. Patient was asked to push insulin slowly through tubing with plunger and patient observed greater than normal resistance with plunger push. Patient was explained that the alarm was caused by set or reservoir connection. Patient was advised to replace infusion set and reservoir. No further information available.